Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported error code but was unable to duplicate the issue. Stryker cleared the error codes to resolve the issue. The root cause was not established. Proper device operation was observed through functional and performance testing, the device was returned to the customer for service.

Event description:
The customer contacted stryker to report that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no report of patient use associated to the reported event.